Manufacturer narrative:
Pump passed the displacement test but rewind anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test or verify device deficiency anomaly due to loose drive support disk.

Event description:
The customer reported via phone call that they experienced high blood glucose of 210 mg/dl and 212 mg/dl. Customer's was treating with the insulin pump, but blood glucose was not coming down. It was advised to change the infusion set. The insulin pump was returned for analysis.